Manufacturer narrative:
The subject device was not returned to any of olympus locations. Therefore, olympus could not investigate the subject device. Omsc reviewed the manufacture history (DHR) of the subject device and confirmed no irregularity. Based upon the information from olympus (B)(4), omsc concluded that the reported phenomenon occurred because insufficient gas pressure in the gas cylinder caused an alarm, which prevented the air supply operation. This event is a performance as specification and the occurrence of an alarm will also signal a gas pressure lack if additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that during a therapeutic procedure, it was found that the alarm sound was generated intermittently and the pneumoperitoneum could not be established. The similar phenomena had appeared for several times. Previously, the user facility could not have used the subject device properly until it was repaired, because the equipment department of the user facility had replaced and supplemented carbon dioxide. It was affected the intended procedure, because the carbon dioxide pressure was insufficient was found during the patient was under anesthesia. There was no report of patient injury associated with the event.